Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. The whiteley clinic in the united kingdom informed cook of an incident involving a nester platinum embolization coil with an unknown lot number and rpn. It was reported that the patient underwent pelvic vein embolization using 10 nester coils in total. The patient had traveled from california to have the procedure, and all post procedural checks were acceptable before the patient traveled back home. Since being back in the united states, the patient has experienced muscle, back, and neck pain. Follow-up ultrasounds and clinical examinations have been conducted and the patient is now under the care of an immunologist for allergy testing. A review of the complaint history, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the device master record concluded the device was manufactured to specification. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. There is no evidence of nonconforming material in house or in the field. The device is shipped with instruction for use (IFU) t_ce_nec_rev4, which provides the following information to the user related to the reported failure mode: "how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the limited information provided and the results of the investigation, a definitive root cause could not established. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Unspecified nester platinum embolization coil. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a female patient had 10 nester embolization coils placed for a pelvic vein embolization procedure in (B)(6) 2021 at the (B)(6). The patient's progress following post procedure checks were acceptable and the patient returned to (B)(6). Since returning to the u.s.a, the patient has experienced muscle, back, and neck pain. Follow-up ultrasounds and clinical examinations have been conducted. The patient is also consulting an allergist and plans to undergo allergy testing. No other adverse effects have been reported. Additional details regarding the patient's condition and plans for further intervention have been requested but are currently unknown.